Event description:
The nurse manager reported that during an ent tonsillectomy they used a non insulated bipolar forceps and it was noted that the patient had burns on each side of the mouth. The forceps were used with a valley lab sx force sx machine and valley lab cord. The cord was found to be fine. The bipolar forceps were tested and it was noted that arching occurred at the plastic button site - appeared burned.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.